Event description:
It was reported the customer was receiving failed selftest alarms on their insulin pump. Customer was advised their insulin pump needed to be replaced. The customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.